Manufacturer narrative:
Concomitant medical products: product ID: 37711, product type: pain stim ipg, implanted: (B)(6) 2009; product ID: 3776-60, product type: pain stim lead, implanted: (B)(6) 2009; product ID: 8709sc, product type: catheter, implanted: (B)(6) 2012; product ID: 8637-20, product type: neuro pump. Implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is feeling like it is malfunctioning, shaking or vibration. It was also reported that there was a sensing issue the previous week changing the mode of device. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.